Event description:
Philips received a complaint on the v60 ventilator indicating that there was a data acquisition printed circuit board assembly (pcba) analog to digital converter (adc) failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.